Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from the worn scope cover packing, damaged switch1, scratched plug unit, and damaged auxiliary water channel identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. During the evaluation the cause determined due to insufficient or incorrect reprocessing. In addition, other issues found include there were that had parts become loose, deformed, damaged, worn out, or scratched, the watertight area had become defective, multiple components with deterioration due to stress during reprocessing caused by handling, damage or deformation due to physical stress caused by handling, there were parts that had become loose, deformed, damaged, worn out, or scratched, water invasion in the device, and the auxiliary water channel was pierced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had a flushing channel clogged. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the air, water tube and channel was found with foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.